Event description:
The device was returned to the service center with a report from the customer contact of the device leaking. This does not indicate a reportable malfunction. However, during verification testing at the service center, it was noted that the clave on the secondary port was completely broken off.

Manufacturer narrative:
One used device from list # 12538 lot # 470235h was received for testing and investigation. Visual inspection of the device revealed that the clave at the secondary port on the cassette of the tubing set was completely torn off. There were white drag marks indicating the use of force. Hospira has completed a formal investigation to address the issue. According to the investigation findings, the probable cause of these events is that the design controls for this design of the cassette with semi-rigid adapter configuration did not consider the user needs with the clave directly bonded to the secondary port of the cassette. This report represents all the information known by the reporter upon query by hospira personnel.